Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin, and after delivering insulin, the insulin gauge remained static at 105 units. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.